Manufacturer narrative:
(B)(4). Should additional relevant information be received, a supplemental medwatch report will be filed.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The sample analysis was not performed because the device was received and routed to service prior to the product analysis lab being made aware of its status. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death for cardiac arrest (experienced at home). The cause of death was reported as cardiac failure and congestive heart failure. It was not reported if an autopsy was performed. Additional information was requested, but is not available.